Event description:
The facility representative reported a device where there was blood in the IV set and in the solution bottle. The drip chamber was collapsed but filled with blood. No alarm was heard from the device. This event occurred during pt use. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.